Event description:
It was reported that the colonovideoscope picture had static around edges. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of this complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.